Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had no capture at maximum outputs. The lead also had fluctuating and low impedance that resulted in a polarity switch. In addition, the lead sensing was fluctuating from measurements within normal limits to not sensing prior to the lead replacement procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.